Event description:
It was reported that the customer had low blood glucose levels. Customer had received low sensor glucose, but blood glucose was normal. Customer turned off sensor, also she had not been eating well and it might be another reason for the low blood glucose. It was stated they found customer unresponsive and called paramedics, but was not hospitalized. Paramedics arrived and customer's blood glucose was 15mg/dl, they treated customer and blood glucose reading was 94mg/dl. Customer is pregnant, and stated she had the same low blood glucose in the pass. Customer stated it was not the insulin pump and she will continue monitoring her blood glucose. The blood glucose reading was 15mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.